Manufacturer narrative:
The gore® cardioform asd occluder instructions for use list device embolization as a potential clinical and device adverse event.

Event description:
It was reported the physician selected a 44mm gore® cardioform asd occluder to treat an atrial septal defect balloon sized to 28mm in a patient with no superior rim. The device appeared stable following deployment and was implanted without issue. The following morning, imaging showed the device had embolized to the pulmonary artery. The occluder was retrieved with a snare. The patient was doing well following device removal and the defect will likely be surgically closed at a later date.